Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 9 octorber 2020 lot 1905674: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-13. No anomalies found related to the problem. To date, 78 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain, 2 two months after the primary surgery, due to a dislocation of the bipolar head from the acetabulum. The surgeon revised the bipolar head size 28x46 with a bipolar head size 28x46 and the 28mm cocr head m with a 28mm cocr head l. The surgery was completed successfully.